Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer¿s report # 2916596-2020-06167 covers the patient's exchange. It was reported that the physician was worried about a clot in the pump. The patient had elevated lactate dehydrogenase, some urobilinogen in the urine and a recent splenic infarct. The physician reported that they didn't have heart failure symptoms since there was left ventricular recovery. The patient underwent a hmii to hm3 pump exchange for suspected thrombus on (B)(6) 2020. The patient went into right ventricle failure during surgical procedure and a temporary rvad placed. The patient¿s right ventricle failure worsened overnight and patient passed away of right heart failure on (B)(6) 2020 in the morning. Vad support was withdrawn and there were no heartmate 3 lvad device issues and the device was not explanted. The patient's cause of death was right ventricular failure per the clinician.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported, right heart failure and subsequent patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The account indicated, that heartmate 3 lvas, serial number (B)(6), was not explanted. No product is available for investigation. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. This IFU lists right heart failure. And death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1 ¿introduction¿. Section 6: entitled ¿patient care and management¿, cautions the user that right heart failure can occur following implantation of the pump. And warns that ¿right heart dysfunction, especially when combined with elevated pulmonary vascular resistance. May limit the effectiveness of the left ventricular assist system, due to reduced filling of the pump¿. This section also outlines the associated treatment options, including right ventricular assist device (rvad) placement. The relevant sections of the device history records for mlp(B)(6) and the percutaneous lead were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.